Event description:
The pt required a high concentration of diamorphine used in the pump from date of implant until (B)(6) 2011. The pt then converted to morphine on that date. A morphine dose increase was performed on (B)(6) 2011. The next day the pt contacted the hosp to state that a two tone alarm was occurring. The pt was reviewed on (B)(6) 2011 and the pump was interrogated and the clinician observed in the logs that an intermittent motor stall was occurring. The pt was reviewed again on (B)(6) 2011 and the clinician observed that the pump was still stalling. The decision was made to switch the pump to minimum rate and assess how much oral medication the pt needed to control her pain. If the pt could mange without the pump, it would not be replaced. Pt was given oral opioids. The pt experienced increased pain due to the pump stalling intermittently. The drugs used in the pump at the time of the event were morphine, bupivicaine, and clonidine.

Manufacturer narrative:
Analysis of the returned pump revealed damage, caused by contraindicated drug diamorphine. Diamorphine when used with s2 pumps is known to cause corrosion. Although the pump passed patency and dispense testing for accuracy, significant residue and moisture was found on the motor.

Manufacturer narrative:
(B)(4).